Event description:
It was reported there was a system error at boot up. The medtronic representative was called to run the service disk to correct the software. The programmer was later returned for service due to the error message. There was no patient involvement. It was reported that the programmer encountered a system error. The medtronic representative was called to run the service correct software. No patient complications have been reported as a result of this event.

Event description:
It was reported there was a system error at boot up. The medtronic representative was called to run the service disk to correct the software. The programmer was later returned for service due to the error message. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the allegation; however, it was concluded that the power cord door was broken.

Event description:
It was reported that the programmer encountered a system error. The medtronic representative was called to run the service correct software. No patient complications have been reported as a result of this event.